Event description:
During a transcatheter aortic valve replacement, the sheath pull started, the sutures were removed and when the sheath was pulled back, only the hub of the device was removed. X-ray confirmed that sheath was still present in femoral vein. The patient was brought to interventional radiology and the sheath was removed without issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported detachment remains unknown.